Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a critical pump error on their insulin pump. The customer's blood glucose level was 12.9 mmol/l at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurements were within specifications. No unexpected critical pump error was noted during testing. The pump was received with a cracked keypad overlay at the select button, cracked battery tube threads, a scratched case, a cracked belt clip slot and keypad overlay texture damage.